Manufacturer narrative:
Images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that approximately one year and four months post port placement via right subclavian vein during heparinization allegedly subcutaneous bulging near the catheter septum occurred. Reportedly, imaging of the thorax allegedly demonstrated a rupture of the distal portion located at the junction of the vena cava and atrium and the device was removed. Allegedly, the distal portion of the catheter migrated through the vena cava to the right atrium entry. The patient underwent cardiac catheterization for removal of the fragment. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for catheter breakage, as the photo shows what appears to be a port with a small portion of white catheter attached. The port and part of the catheter segment appears covered in contiguous biological material. The end of the catheter was found to be significantly flattened and out of round. The bulging mentioned could not be definitely confirmed. Although a definitive root cause could not be determined, pinch-off and flexural fatigue are among the potential causes/contributing factors for the reported event. While the bulging mentioned could not be definitely confirmed, such bulging may possibly relate to a fibrin sheath over the catheter, or the combination of the fibrin sheath and infusion through a broken catheter, which may possibly cause backflow into the portion of the fibrin sheath adjacent to the port. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date: 11/2021

Event description:
It was reported that approximately one year and four months post port placement via right subclavian vein during heparinization allegedly subcutaneous bulging near the catheter septum occurred. Reportedly, imaging of the thorax allegedly demonstrated a rupture of the distal portion located at the junction of the vena cava and atrium and the device was removed. Allegedly, the distal portion of the catheter migrated through the vena cava to the right atrium entry. The patient underwent cardiac catheterization for removal of the fragment. The current patient status is unknown.